Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) did not come wrapped in the standard sterile packaging. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. An investigation was conducted on 12/26/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned inside the plastic protective shell, however the sterile paper packaging was not around the device when returned. The device was observed o be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "packaging issue" was confirmed, however we are unable to determine when the sterile paper packaging was not around the protective plastic shell and when the sterile packaging was removed as it was not returned for evaluation.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) did not come wrapped in the standard sterile packaging. A replacement device was used to complete the procedure. No patient involvement.